Event description:
The customer reported the generation of erroneously high glucose (glu) results for one (1) patient on their au480 clinical chemistry analyzer. The customer stated the result was 7.4 mmol/l instead of 6.1 mmol/l. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics or data printout.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and found worn sample syringes and reagent syringes. The fse also observed that a cuvette overflow had occurred. The failure mode is multiple hardware. The fse replaced the sample syringes, reagent syringes and cuvette washing pipe which resolved the issue. The fse verified system performance and no further issues were reported. Age or date of birth, weight, and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).